Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to component failure of the device where it is possible that the endo therapy accessory was inserted or removed while its distal end was not closed, or that the accessory was damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown diagnostic procedure, when using the colonovideoscope, the biopsy forceps became stuck in the forceps channel making it impossible to insert or remove. There was a less than 30 minutes delay and a back-up device was used to complete the procedure with no reports of patient harm or injury.